Event description:
It was reported that externalized conductors were observed via fluoroscopy when a patient presented for a routine device changeout. The lead was capped and replaced. The patient experienced no adverse consequences.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.